Event description:
The account stated that 2 samples were placed on the architect c8000 analyzer after they had been aliquoted into sample tubes and labelled with barcodes. The first sample was sampled twice by the analyzer and the results were sent to both patients. The second sample was repeated and the results were corrected. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). The sample activity log was reviewed and it was determined that the operator originally had one sample in position 1 of the carrier. After that sample was aspirated the operator moved the sample into position 2 and placed a new sample into position 1. On the result list report both samples were associated with position 1 in the carrier. No mis-association occurred. The operator had forgotten that the sample had been moved. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue of sample management. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.